Event description:
Father of baby at bedside to change trach with rt respiratory therapist. Trach from cs had an outer box labeled "bivona pediatric flextend standard trach 4.0 mm". The dad removed the trach from the inner package and changed out the trach. It was then noticed that on the trach wing that the length was 44 mm not 41 mm. The rt looked at the inner package and it was labeled "bivona pediatric flextend plus trach 4.0 mm". The trach was then changed back to the original size. Patient tolerated both procedures.